Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under separate medwatch report number.na.

Event description:
This is filed to report a clip caught in chordae, causing tissue damage. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted that there was an air bubble in the steerable guide catheter (sgc) chamber while the clip introducer was in place. With aspiration, there was more air ingress from the back end of the hemostatic valve on the sgc. Upon manipulation of the clip introducer in the hemostatic valve of the sgc, we were able to reseal the valve. It was decided to remove the clip and upon which it was noted the introducer was kinked. This clip was discarded and replaced with a mitraclip xtw. During use of the xtw, the mechanism for mr was in a chordal dense region. The xtw clip was caught in the chordae for a brief period, but was untangled in a safe manner. After placement of the clip on the lateral a3/p3 segment, there was notable residual mr from the medial side of the clip. After examination, it was evident there was an a3 flail segment. This was deemed ungraspable by the heart team due to a small orifice and unclear target zone, therefore a second clip was not attempted. There was a slight reduction in mr but it is unclear if this a3 segment was created by the manipulation of the mitraclip or if this was a pre-procedure chordal rupture. The mr was reduced to grade 3+. There was no adverse patient sequela or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and based on the information provided, the difficult to remove (anatomy) associated with clip becoming caught in the chordae for a brief period appears to be related to patient anatomy and mitral regurgitation being in a chordal dense region. Image resolution poor is related to procedural circumstances as difficulties visualizing the anatomy during the procedure was reported. However, a cause for the unspecified tissue injury cannot be determined. Tissue damage is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.